Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had punctured a fallopian tube/perforation by the device") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and pelvic pain ("persistent pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device had punctured a fallopian tube. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("essure device had punctured a fallopian tube/perforation by the device"), embedded device ("migration of essure device location of device: myometrium") and device expulsion ("migration of essure device location of device: myometrium") in a 34-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included dermoid cyst. Concurrent conditions included vaginal bleeding and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left tubal ligation, diagnostic hysteroscopy, and right oophorectomy). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, embedded device, device expulsion, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device had punctured a fallopian tube quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("essure device had punctured a fallopian tube/perforation by the device"), embedded device ("migration of essure device location of device: myometrium") and device expulsion ("migration of essure device location of device: myometrium") in a 34-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (left tubal ligation, diagnostic hysteroscopy, and right oophorectomy). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, embedded device, device expulsion, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device had punctured a fallopian tube. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal haemorrhage, menorrhagia, dysmenorrhea, product start date changed from (B)(6) 2012 to (B)(6) 2012. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), fallopian tube perforation ("essure device had punctured a fallopian tube/perforation by the device"), embedded device ("migration of essure device location of device: myometrium") and device expulsion ("migration of essure device location of device: myometrium") in a 34-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included dermoid cyst and live birth ((B)(6) 2012, (B)(6) 2004 and (B)(6) 2000). Concurrent conditions included vaginal bleeding and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 25 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic pain ("persistent pelvic pain"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (left tubal ligation, diagnostic hysteroscopy, and right oophorectomy). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, embedded device, device expulsion, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device had punctured a fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Event added- depression/mental anguish. Events onset date added. Historical conditions and treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.